Event description:
It was reported that during a follow up visit, it was seen that the generator battery decreased from 15-25% to 0-8% in six months, which the physician believes is faster than expected. The patient was referred for replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent a generator replacement. The generator was received and product analysis completed. An interrogation, a system diagnostic test, a wandcomm ¿vbat¿ diag, and a comprehensive automated electrical evaluation (shows a neos=yes condition) were performed. The generator was opened and the battery voltage was measured (2.82v). A comprehensive, automated pcba electrical evaluation was performed. Command ¿diag¿ shows vbat charge used=3321588142714 (94.729%). No anomalies were seen, and the device performed according to functional specifications. There was no performance, or any other type of adverse conditions found with the pulse generator. Product analysis worksheet was reviewed and no anomalies were seen. Internal generator data was reviewed and no anomalies were seen.